Event description:
It was reported that device serial# (B)(4) displayed b temp error and the pump stopped while in use on a pt. The device was replaced with back-up unit serial# (B)(4). After running for a period of time, the second device had the same alarm "b temp error". The original device - serial# (B)(4) was placed back on the pt, but the alarm re-occurred. The device was then swapped for a third device. This is device 2 of 2. Please see medwatch# 8010762-2014-01071 for the device one. (B)(4).

Manufacturer narrative:
The device was investigated by a maquet field service tech. He was unable to duplicate the complaint "unable to establish flow". The unit was tested for 3 hours with the test loop. Performance, functional testing, calibration verification to factory specs was performed. The device was safety inspected. (B)(4). A supplemental medwatch will be submitted if additional info becomes available. (B)(4).